Manufacturer narrative:
Patient weight is a approximated. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a navigated transforaminal lumbar interbody fusion (tlif). It was reported that the original 150mm perc pin was inserted into the patient's iliac crest, but the referencing frame was not attaching to the pin. A new referencing frame was opened, but the issue was not found with the frame, but the pin itself. The pin was removed and another 150mm perc pin was opened and inserted. The procedure was completed using the navigation and imaging systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The pin, 9733236, 150mm, sterile, perc ref (lot# 180628) was returned for analysis. Analysis found that the returned perc pin would not fit into the mating frame or adapter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.